Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 31030". Upon visual inspection the rolling loop fiber was found damaged, replicating the reported event. The unit was installed onto a golden system where the 319 error was triggered, indicating a fault on the rolling loop fiber. Once testing was completed, the rolling loop fiber was applied behavioral analysis tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the rolling loop fiber was found to be the root cause of the reported event. The second universal surgical manipulator (usm) was also evaluated. Upon visual inspection the rolling loop fiber was found damaged, replicating the reported event. The unit was installed onto a golden system where the 319 error was triggered, indicating a fault on the rolling loop fiber. Once testing was completed, the rolling loop fiber was applied behavioral analysis tested and verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted out during the case and the surgeon opted to convert the case to laparoscopic. The technical service engineer (tse) viewed the system logs and found a related error 31030 but it was not during the case. The customer was unable to provide further information on the issue that occurred. The procedure was converted to laparoscopic with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that there were no additional ports placed on the patient. The issue caused a delay of approximately 20 minutes.